Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device:unknown') in a (B)(6) female patient who had essure (batch no. B04950) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and fracture. Concurrent conditions included bipolar disorder. Concomitant products included clonazepam (klonopin), medroxyprogesterone acetate (depo provera) from september 2013 to december 2013, nsaids, paracetamol (acetaminophen) since 2013 and quetiapine fumarate (seroquel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced anaemia ("anemia"), 2 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with underwent treatment due to complications from the essure device. Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder and anaemia outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anaemia, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal vaginal bleeding, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: plaintiff fact sheet received- event device monitoring procedure not performed were deleted. Outcome of depression, anxiety, dysmenorrhoea, menorrhagia, vaginal haemorrhage updated to not recovered / not resolved. Concomitant drug were added. On (B)(6) 2019: same document attached twice. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.